Manufacturer narrative:
The certas valve (ID 828816) was returned for evaluation. Device history record (DHR) - lot 6544991, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; the siphon guard was damaged, a cut/tear of marks were noted. The complaint was confirmed. Root cause - the possible root cause for the issue reported by the customer, could be due to improper handling of the device in view of the cut marks on siphon guard. The root cause for the ¿siphon guard broken¿ is due a sharp or pointed object coming into contact with the valve in view of the cut marks on siphon guard. As noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported when the distal catheter was pulled during the procedure, it was torn at the siphon guard. The issue was detected before implantation site closure. Procedure was completed with a replacement product available. The event led to more than 30 minutes surgical delay, no patient injury.